Event description:
Results indicate that the spike on the co set does not conform to the internat'l organization for standardization (iso) standard for blood transfusion set spikes. As the rc50 port does conform to this internat'l standard, the co spike is not compatible. Most administration set spikes are compatible with the rc50 port.